Event description:
A medtronic representative reported that during a left frontal crani with navigation using both a merged t1 mr and a CT. The t1 mr was used to register. Fiducial pointmerge registration of .8 was acquired. Accuracy confirmed pre draping. Post draping and once the bifrontal skin flap was turned down and skull flap was turned they called us to the room and mentioned they were having inaccuracy in the inferior direction. When they touched the orbital rim (frontal/orbital bone) anterior and above the orbit it was showing them up to a cm inferior and slightly posterior placing them above the eyeball. Navigation was still used briefly with attention to the inferior offset. The case proceeded fine with successful resection of the intended tumor. Intraop MRI confirmed the successful surgery. There was no impact on patient outcome.

Manufacturer narrative:
Both medtronic reps present during the surgery recalled the cranial drape being applied in a forceful direction consistent with the direction of the shift in accuracy. The rep had a conversation with both doctors and they believed they noticed the inaccuracy from the time they draped sterile and began their skull flap. They inspected their skull pins and noted skin shift/bunching that might be consistent with shifting or settling and agreed it was a good possibility. A system checkout found no problems with navigation system functionality or accuracy with a test model. Testing point merge and tracer registrations were accurate. The system was left running in navigate task for an hour. The rep returned and confirmed system was still accurate. The reported event could not be duplicated by medtronic personnel. The system was fully functional.